Manufacturer narrative:
Clarification to evaluation codes: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "celiac disease" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "celiac disease", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient with 4 syringes of juvederm® voluma¿ xc and 1 syringe of juvederm® volift® xc at t1, ck1, 3, 4, jw4, c1, 6 + ru lip, rl lip, lu lip, ll lip, and the columns above the lips. Approximately a month later, the patient was injected with another 4 syringes of juvederm® voluma¿ xc and 1 syringe of juvederm® volbella¿ xc at t1, ck3, ck4, jw2, jw4/5, c1, nlf, ios. Two months later, the patient had 5cc of juvederm® voluma¿ xc and 1cc of juvederm® volift® xc injected at t1, ck1, ck3, ck4, jw2, jw3, jw4/5, c1, c2, c6 , nlf, + ru lip, rl lip, lu lip, ll lip and the columns above the lips. 3 months later, the patient began experiencing cold like symptoms, deemed not related to the device. The patient was tested for covid-19 and the test was negative. However, patient reported being very ill. Approximately 2 weeks later, the patient developed nodules on both sides of the chin as well as in the lip. 2 weeks later, the patient was seen by the physician as they were concerned and the areas were massaged. Follow-up was performed with the patient who noted feeling slightly better, but the nodules are still present and irritating and tender to the touch. It was further reported patient "has celiac disease," deemed not related to the device. Patient is also prescribed an asthma inhaler. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03375 ((B)(4)), MDR ID# 3005113652-2021-03376 ((B)(4)), MDR ID# 3005113652-2021-03377 ((B)(4)), MDR ID# 3005113652-2021-03405 ((B)(4)). And MDR ID# 3005113652-2021-03406 ((B)(4)). This MDR is being submitted for the third injection of first suspected product, juvederm voluma xc.

Event description:
Healthcare professional reported injecting a patient with 4 syringes of juvederm® voluma¿ xc and 1 syringe of juvederm® volift® xc at t1, ck1, 3, 4, jw4, c1, 6 + ru lip, rl lip, lu lip, ll lip, and the columns above the lips. Approximately a month later, the patient was injected with another 4 syringes of of juvederm® voluma¿ xc and 1 syringe of juvederm® volbella¿ xc at t1, ck3, ck4, jw2, jw4/5, c1, nlf, ios. Two months later, the patient had 5cc of juvederm® voluma¿ xc and 1cc of juvederm® volift® xc injected at t1, ck1, ck3, ck4, jw2, jw3, jw4/5, c1, c2, c6 , nlf, + ru lip, rl lip, lu lip, ll lip and the columns above the lips. 3 months later, the patient began experiencing cold like symptoms, deemed not related to the device. The patient was tested for covid-19 and the test was negative. However, patient reported being very ill. Approximately 2 weeks later, the patient developed nodules on both sides of the chin as well as in the lip. 2 weeks later, the patient was seen by the physician as they were concerned and the areas were massaged. Follow-up was performed with the patient who noted feeling slightly better, but the nodules are still present and irritating and tender to the touch. It was further reported patient "has celiac disease," deemed not related to the device. Patient is also prescribed an asthma inhaler. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03375 (allergan complaint pr (B)(4)), MDR ID# 3005113652-2021-03376 (allergan complaint pr (B)(4)), MDR ID# 3005113652-2021-03377 (allergan complaint pr (B)(4)), MDR ID# 3005113652-2021-03405 (allergan complaint pr (B)(4)). And MDR ID# 3005113652-2021-03406 (allergan complaint pr 2477591). This MDR is being submitted for the third injection of first suspected product, juvederm voluma xc.